Manufacturer narrative:
Company rep eval the unit and found that the spo2 cable was connected in the wrong place. Corrections included reconnecting the spo2 cable in the correct location and reprogramming the unit's cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the spectrum monitor shut down, which may have affected patient monitoring. No patient injury was reported.